Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Iritis, uveitis, inflammation and iris touched by the device are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
Cataract surgery with implantation of the istent was performed in the left eye in (B)(6) 2015. Postoperatively the patient presented with chronic iritis in the operative eye. The istent was observed to be implanted superficially in the trabecular meshwork (malpositioned). The surgeon conferred with the glaukos medical monitor who reported on (B)(6) 2016 that the istent appeared to be in the trabecular meshwork with the stent tip brushing the iris. The patient presented with persistent low-grade uveitis requiring treatment with topical steroids. The glaukos medical monitor and the surgeon discussed medical and surgical treatment options. Clinical follow-up was requested and on 6/17/2016 the surgeon provided the following additional details. The initial surgery was uneventful. Iritis and intraocular inflammation were first observed on (B)(6) 2016 after the standard postoperative medication regimen had been completed. No cultures on the operative eye were obtained. The iritis and intraocular inflammation were managed with medications including steroids and nsaids. The patient's current status was reported to be stable on lotemax and prolenza. The patient continues to have mild inflammation of the operative eye after discontinuing steroids. The patient's vision was reported to be good. Additional information will be requested for the persistent inflammation.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow-up was requested and on (B)(6) 2016 the surgeon provided the following details. The iritis and inflammation has resolved. The patient will need a tube shunt to control glaucoma.